Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form ¿ powder, strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection and loosening of the tibial component at cement to implant interface. Depuy cement was used. All components removed. Doi: (B)(6) 2011, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot release date: 05 october 2010. H6 clinical code: appropriate term/ code not available (e2402) is used to capture infections (e19).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 15 april 2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot release date: 05 october 2010.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2011, the patient had a right total knee replacement to address osteoarthritis. Depuy components were used including depuy patella. There were no complaints listed in the operative notes. On (B)(6) 2020, the patient had a revision of right knee replacement to address right knee infections. The patient had a revision to an antibiotic spacer. Prior to surgery, medical records note the patient presented with pain. Depuy component was used during this procedure. There was no mention of loosening in the operative notes.